Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns pt's programming history, it was found that a faulted diagnostics test had occurred that resulted in the pt's programmed settings being changed. Although the physician interrogated the pt's generator prior to the pt leaving the office, the unintended settings were not corrected until the next visit on 01/20/2011. No adverse events have been reported.